Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath catheter. On (B)(6) 2025, during the dialysis procedure, the catheter was allegedly emulsified and unable to meet the dialysis flow rate and was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows the partial view of glidepath dialysis catheter implanted into the patient. Both clamps on extension legs were noted to be disengaged. The red luer extension leg was noted to be cloudy and unclear. The lower portion of blue luer extension leg was noted to be cloudy and unclear. Therefore, the investigation is confirmed for the reported material opacification issue. However, the investigation is inconclusive for the reported restricted flow rate issue as the exact circumstances at the time of the reported event cannot be verified from the provided photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath catheter. On (B)(6) 2025, during the dialysis procedure, the catheter was allegedly emulsified and unable to meet the dialysis flow rate and was replaced. There was no reported patient injury.